Event description:
It was reported that a malfunction occurred on the customer¿s insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support was taking steps to replace the problematic pump, and a replacement pump with updated software was sent to the customer. The customer was instructed to allow the pump¿s battery to fully deplete prior to returning it and to send it back using a provided return box and pre-paid label. The customer understood and acknowledged these instructions and would use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery.